Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
During the surgery, healthcare professional reported "gel bleeding and mild fluid collection" was found. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
During the surgery, healthcare professional reported "gel bleeding and mild fluid collection" was found. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, black particles in the shell and gel and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. It is observed that the device has the barrier layer. Based on the device analysis the final assessment is: sharp broken on posterior assessed as an unidentified (tear) opening.